Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and thickened anterior mitral leaflet for a mitraclip procedure. During the procedure, while preforming the established final arm angle (efaa) testing, the mitraclip xt continued to open to 60 degrees or greater. Cds was curved to about 95 or 100 degrees during the case. Clip was slightly jumped and continuously opened. It was decided to remove the clip. Mitraclip nt was tried, however mitraclip xt results were preferred. It was decided to remove the mitraclip nt and replace it with another mitraclip xt. Procedure was continued and was successful. The final mr was grade 1-2. All steps were performed as per IFU during the preparation and procedure. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported clip opened during efaa and clip jumpiness were not confirmed via returned device analysis. The reported improper or incorrect procedure or method (failure to follow steps / instructions) during use could not be replicated in a testing environment as it was user technique related. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip opened during efaa and clip jumping appear to be due to user error (improper or incorrect procedure or method). The user error was due to the user curving the cds more than 90 degrees. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and thickened anterior mitral leaflet for a mitraclip procedure. During the procedure, while preforming the established final arm angle (efaa) testing, the mitraclip xt continued to open to 60 degrees or greater. Cds was curved to about 95 or 100 degrees during the case. Clip was slightly jumped and continuously opened. It was decided to remove the clip. Mitraclip nt was tried, however mitraclip xt results were preferred. It was decided to remove the mitraclip nt and replace it with another mitraclip xt. Procedure was continued and was successful. The final mr was grade 1-2. All steps were performed as per IFU during the preparation and procedure. There were no adverse patient effects or clinically significant delays reported.